Event description:
Implant broke during insertion. Customer states that the bone was prepared property prior to insertion (punched/tapped). A piece of the implant remains in the pt;s bone. No adverse consequences reproted as a result of event. The device is used to treatment.